Event description:
While attempting to test they would obtain the error 5 message. They reported an incident where they lost consciousness due to low blood sugar. Their family called the paramedics, but the patient had already regained consciousness and ate prior to the paramedics arriving. No test results reported from the incident. The patient attempted to retest with new test strips but the issue was not resolved. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent.